Event description:
Boston scientific received information that this patient's implant site jumps every five minutes or so. The patient interrogated their device and wanted to know the results. The patient was advised to contact their cardiologist about the data. The patient also mentioned that their device had previously malfunctioned a while back and it had to be adjusted because their heart was racing. No further information about this event was available through any company representative other than that the patient hasn't been seen by their clinic in many years. Due to the malfunction, it cannot be refuted that this prior event could be seen as life threatening in another situation. As of today, the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.